Event description:
Device report from synthes (B)(4) stated the following from a facility in the (B)(6): patient was implanted with a plate and screw construct on an unknown date. Postoperatively, two screws were noted as broken. Reportedly, the patient performed an overstretched action which may have led to the screw breakage. Patient underwent revision surgery on an unknown date. The plate and screw construct was removed and patient was revised to 23.7mm va-lcp screws and a dorsal two hole straight fusion plate to hold the osteotomy from the dorsal side. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Invesitgation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device used for treatment and not diagnosis. No lot number was provided and the device history records could not be reviewed. The measurable dimension of the screws could not be measured. As mentioned: due to the over stretched action from the patient, it is assumed that the screws broke due to mechanical overload which took place. Exceeding applied mechanical strain, well beyond its calculated design may have caused these breakages. There have been no complaints on these screws. No product fault could be detected.